Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a low blood glucose event. The customer¿s blood glucose was 26 mg/dl at the time of incident. Customer stated that her blood glucose reading was at 26 mg/dl and the sensor did not alert her on the low blood glucose reading. Customer treated with food. The customer was advised of the possible causes why sensor did not alert her. Customer would like to have the transmitter replaced. No low blood glucose troubleshooting was performed. The insulin pump is not expected to return for analysis.